Event description:
A director of nurses reported that approximately three years following bilateral intraocular lens (iol) implant procedures, the pt is experiencing visual intolerance, dysphotopsia, visual difficulties and glare. The lens was exchanged. There are two MFR reports associated with these events. This report is for the first eye.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional info by phone, fax, and mail. A completed questionnaire was not received. (B)(4).